Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose level was greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The patient states that the pink slide moved forward but the cannula did not insert into the infusion site and was not completely visible upon removal of the pod. No information was provided on how hyperglycemia was treated.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered over 200 pulses, including immediate non-priming boluses. No damages were observed on the needle mechanism, which was reset and redeployed successfully. No problems were found regarding the reported needle mechanism complaint. The external portion of the soft cannula was observed to be kinked and torn, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined.